Event description:
Curad spot cloth bandages have the "non-stick" pad upside down, exposing the fabric side of the pad instead of the non-stick surface. The result is that the bandages will stick to the wound causing the healing tissue to be torn away from the skin when the bandage is removed. The package has about 50% of the bandages with the inverted pad. Lot#: 20a09, dose: 1. Frequency: as needed. Route: top. Diagnosis: cover wounds. Event abated after use stopped: yes.